Manufacturer narrative:
H6: investigation summary a complaint of male luers cracking was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv tubing collars cracking with the use of the male dual cap. The following information was provided by the initial reporter: we have noticed a few IV tubing collars cracking with the use of the male dual cap.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv tubing collars cracking with the use of the male dual cap. The following information was provided by the initial reporter: we have noticed a few IV tubing collars cracking with the use of the male dual cap.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22119288, d4: medical device expiration date: 16nov2025, h4: device manufacture date: 16nov2022. D10: device available for eval yes, d10: returned to manufacturer on: 03-apr-2023 . H6: investigation summary: a complaint of male luers cracking was received from the customer. A sample of 2426-0007 and a needless connector was returned for investigation. Through visual inspection, the customer complaint was confirmed. The male luer had cracked. There was also a piece of the male luer stuck inside the connector. A possible lot was determined using the smart site ids on the returned set. A device history record review for model 2426-0007 lot number 22119288 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. They confirmed that the cause of this defect is the use of alcohol on the male luer. Using alcohol makes the luer brittle and easy to crack.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv tubing collars cracking with the use of the male dual cap. The following information was provided by the initial reporter: we have noticed a few IV tubing collars cracking with the use of the male dual cap.